Event description:
Customer reported a cartridge change error with their pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the customer through various troubleshooting steps, including inspecting and cleaning the cartridge area, but the issue persisted despite using a new cartridge. Consequently, technical support decided to replace the pump and advised the customer to use multiple daily injections as backup therapy. The customer was informed of the replacement process, provided with storage mode instructions for transport, and asked to return the faulty pump using a pre-paid label within 10 days.